Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported to the hospital with shortness of breath. An effusion was noted and a pericardial window was performed. Post op the right ventricular (rv) lead pacing threshold was greater than 6 volts, thus a revision procedure was performed where the rv lead was successfully repositioned. The rv lead remains in service and no additional adverse patient effects were reported.